Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, an error fault 319 was displayed on the system. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report the issue. The isi technical support engineer (tse) reviewed the logs and confirmed the error pointing to the universal surgical manipulator 3 (usm). The isi csr stated that the site restarted the system before he came into the room. The staff also attempted a hard restart of the system but the patient side cart (psc) would not turn on and the emergency power off (epo) button would not pop back out. The isi tse advised isi csr that it was normal, and he would have to press the button again for it to pop out. The system powered back up and 319 error was still present. The isi tse walked isi csr through disabling arm 3. The site continued with the procedure with arm 4. The isi tse advised the site if they use the system as 3 arm for the next case, they would not have table motion and would have to manually target. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the universal surgical manipulator (usm) 3 to resolve the errors reported by the customer. Following the replacement of the usm, the system was tested and ready for use. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed that errors that were related to the reported complaint occurred during the surgical procedure. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿error 319¿. The unit was tested on an in house system and failed normal mode as it triggered the 319 error. During pftp testing, the unit failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, sine cycle, carriage friction test, brake release test, brake hold test advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.